Event description:
Healthcare professional reported patient was injected with one syringe of juvéderm® vollure¿ xc into nasolabial folds. Patient was concomitantly injected with juvéderm® voluma¿ xc in an unspecified location. Approximately two and a half months later, patient developed inflammatory nodules bilaterally only in the location of the juvéderm® vollure¿ xc injections. Treatment is noted as ¿decadron (10 mg dose, twice 24 hours apart) and zyrtec.¿ the inflammation was reduced but the number of nodules increased after treatment. Symptoms ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.